Event description:
This case was initially received via regulatory authority (B)(6) on 02-may-2017. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("during hysterectomy, the surgeon found an essure insert that had migrated in her abdomen and was not longer in the uterine tube") in a female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy and essure removal performed on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Further company follow-up with the regulatory authority is not possible. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and it was reported that during hysterectomy, the surgeon found an essure insert that had migrated in her abdomen and was not longer in the uterine tube. Essure was removed. The event, considered as device dislocation into abdominal cavity, is regarded as anticipated according to the reference safety information for essure. Although not reported as such, the most likely mechanism for the essure insert to be found in the abdomen, would be through a uterine/fallopian tube perforation. Uterine/fallopian tube perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine perforation with essure may occur, most often during insertion. In this case, the exact date and mechanism of the event are not known. Based on its nature, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal was required. A product technical analysis is being sought. No further information will be available, because health authority does not allow active follow-up.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) - health authorities in france (reference number: (B)(4)) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("during hysterectomy, the surgeon found an essure insert that had migrated in her abdomen and was not longer in the uterine tube") in a female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy and essure removal performed on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: device dislocation. The analysis in the global safety database revealed 1184 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality-safety evaluation of ptc. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.